Event description:
The customer reported low bgs and having problems with priming. The customer activated u-50 concentration and couldn't figure out what the pump was doing. The customer sounds disoriented. Instructed the customer to drink coke to treat their low bgs. Finally got the pump set to u-100 and finished the priming. Troubleshooting was performed. The programming and histories on the pump were accurate. The pump was working as assigned. The customer mentioned that the set was changed few days before the call and ran low all day. The paramedics were called out due to the low bgs.